Event description:
Device was returned for repair with a piece broken off and missing. Contact with hosp revealed device had broken during surgery. Piece was retrieved with no pt injury or complications.